Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, leakage occurred from a 6f .070-inch judkins right (jr) 4 100cm vista brite tip guiding catheter during the procedure. Another vista brite tip catheter was used to complete coronary interventional therapy. There was no reported patient injury. A contralateral approach was not used. No vessel characteristics at either the target site or the access site were provided. The device was not pulled from the packaging by the hub nor torqued or steered by the hub. No difficulties were encountered during insertion, advancement, or withdrawal. The product was stored and handled per the IFU. No device damage was observed before opening the package, and no difficulty occurred when removing it from sterile packaging. The device was prepped per the IFU with no difficulty encountered. The non-sterile catheter ¿6f .070 xb 3 100cm¿ was received coiled inside a clear plastic bag and unpacked for evaluation. Visual inspection identified a crack line at the luer hub, as well as kinking observed at the distal tip and at approximately 66 cm and 69 cm from the distal tip, with no other notable findings. Dimensional analysis was conducted to verify the outer and inner diameters at three locations along the catheter, and all measurements were found to be within specification. Functional evaluation was performed by connecting the luer hub to a syringe filled with water and applying torque, during which cracking at the hub was observed; subsequent flushing demonstrated water leakage through the crack. During aspiration testing, air was drawn into the syringe, consistent with air entry through the identified crack. The cracked hub area was further examined using a vision system, which revealed evidence of fatigue striations; such striations are commonly associated with separations caused by tensile overload, indicating that the hub material was subjected to a tensile force exceeding its yield strength prior to cracking. Overall inspection confirmed the presence of the luer hub crack, distal and body kinking, dimensional compliance, leakage through the crack during flushing, and fatigue striations at the cracked region, and the event was identified for escalation for further investigation and assessment. The reported ¿catheter (body/shaft) ¿ leakage¿ was not found during the product evaluation however, the malfunction ¿luer hub ¿ cracked¿ was observed. The exact cause of the observed damage could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be found; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, leakage occurred from a 6f .070-inch judkins right (jr) 4 100cm vista brite tip guiding catheter during the procedure. Another vista brite tip catheter was used to complete the coronary interventional therapy. There was no reported patient injury. A contralateral approach was not used. No vessel characteristics at either the target site or the access site were provided. The device was not pulled from the packaging by the hub nor torqued or steered by the hub. No difficulties were encountered during insertion, advancement, or withdrawal. The product was stored and handled per the instructions for use (IFU). No device damage was observed before opening the package, and no difficulty occurred when removing it from sterile packaging. The device was prepped per the IFU with no difficulty encountered. The device will be returned for evaluation.